Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. The hv cables were inspected and the hv candlesticks were cleaned and re-greased to prevent future issues. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to reboot during procedures on occasion.